Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The complaint of a leak is confirmed; however, the exact cause is unknown. Two videos of a groshong catheter and needleless injection cap were returned for evaluation. An initial visual observation of the first video showed a needleless injection cap being connected to the luer hub of the proximal connector. The second video showed the implanted device, and the clinician was observed to infuse the sample with a clear liquid. During attempted infusion, a leak was observed between the injection cap and the luer hub. No further details of the leak site were observed in the returned videos. The leak could potentially arise from damage to the red luer hub or the needleless injection cap being non-standard. Without the physical sample, neither option could be confirmed. There were no distinguishing features in the returned videos of the device which could aid in identification of a specific root cause. This complaint will be recorded for future trending and monitoring purposes.

Event description:
It was reported, the case occurred during routine maintenance at the hospital's PICC clinic for a catheter inserted at this facility, where the connector could not be screwed tight and leaked during flushing. The issue was resolved by replacing the extension tube. (B)(6) 2025: the returned device exhibited a leak.